Event description:
A device was closed and fired and after the firing sequence, the surgeon saw no staples in the distal staple line.

Manufacturer narrative:
The device was discarded at the hospital, and was not returned to the manufacturer for investigation to verify the complaint. An evaluation was performed on the returned flex shafts and pc100 and all performed as intended. Device manufacture date is unk.